Manufacturer narrative:
Tw# (B)(4). Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 03/25/2025. An investigation was conducted on 05/09/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula was not returned for evaluation. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the cold hot jaws was observed to be intact. The clear silicone insulation on the hot jaw was observed to be peeled back, exposing the hot metal jaw tip. No other visual defects were observed. No additional testing was conduced due to the condition of the heater wire. Based on the non-return of the cannula as well as the evaluation results, the reported failure "break -c- ring" was not confirmed, however, the analyzed failures "material twisted/ bent wire" and "peeled; delaminated; jaw" was observed. The lot # 3000426358 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. A different device was opened to complete case. Minimal delay while opening new device. No harm to patient.